Event description:
It was reported that the navlock universal tracker disassembled when being removed from another device at the end of a surgical procedure conducted at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the navlock universal tracker disassembled when being removed from another device at the end of a surgical procedure conducted at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.